Manufacturer narrative:
A customer from outside the united states reported observation of a depressed atellica im thcg result which was discordant relative to repeat testing. There were no apparent issues with the analyzer, reagents, calibration or quality control (qc). There was sufficient volume of sample, with no evidence of clotting or sample-transfer issues. No dilution was performed. The interpretation of results section of the advia centaur thcg instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens is investigating.

Event description:
The customer reports observation of a depressed advia centaur total hcg (thcg) result which was discordant relative to repeat testing. A 32-year-old female patient with a painful abdominal mass was subjected to serial testing with advia centaur thcg. The patient¿s clinical condition was unknown, and she was evaluated for potential ectopic pregnancy. Following an initial elevated thcg result, a second thcg measurement was identified as falsely depressed following observation of increased hcg level in a subsequent sample. When the initial discordant sample was repeat-tested, a higher result was obtained, which was considered in-line with the other measurements, and reported as correct. There are no allegations of patient harm or other adverse consequences in association with the observed discordance.

Manufacturer narrative:
A customer from outside the united states reported observation of a depressed advia centaur total hcg (thcg) result which was discordant relative to repeat testing. Siemens has concluded investigation, 08-oct-2024. A lower-than-expected thcg result was obtained for a patient who had been tested two days earlier. When the patient was tested again, two days after the discordant observation, a higher result was obtained, which was consistent with earlier measurements. The sample was inspected, and showed no evidence of fibrin clots or other visible sample-quality issues. Assay quality control (qc) results were within expected ranges on the day of the discordant measurement, and no issues were reported for any other samples tested that day. It was noted that service had been recently performed on the associated instrument, addressing an issue with a clogged and dripping sample probe. Following the discordant observation, precision testing was performed using patient samples, and acceptable performance was demonstrated. No specific cause was determined for the isolated, patient-specific event, but no product problem was identified. A specific cause for the discordant result was not identified. The customer is operational, and the issue was resolved with standard service actions. Note: in section h6, the codes for investigation findings and investigation conclusions have been updated.